Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation the probable cause of this event is related to manufacturing and processing of this lens. Corrective actions are being developed. Result code: 213 & 114 - should be corrected to "result code: 170." Conclusion code: 4315 - should be corrected to "conclusion code: 25." Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and refractive verification was performed. The lens width was in specification but length and refraction (functional) verification failed. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation all released devices from the associated work order(s) including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, - 17.0/+1.0/083 (sphere/cylinder/axis) in the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to refractive surprise and blurred vision. The lens was exchanged for a same model and length lens and the problem was resolved. There was an addition of suture. The eye is quiet and vision is good.